Event description:
Pt underwent pci, at end of procedure rt femoral angiogram was taken. Proglide device inserted, foot plate deployed. Plunger deployed, then not able to retract foot plate causing device to meet resistance in groin therefore unable to remove proglide from rt common femoral artery. Vascular surgery consulted and arrived to cvl. Cutdown performed on rt common femoral by vascular surgery, device removed and cutdown/access site closed with sutures. No harm to pt. Site status had no hematoma, no bleeding.